Manufacturer narrative:
Correction made to h3: manufacturer evaluated device: yes (previously submitted as no). Additional information added to h3: evaluation summary attached correction made h4: device manufacture date: the lot was manufactured from february 12, 2020 - february 13, 2020 (previously submitted as ni). Correction made to h6 to include codes. H10: the device was received for evaluation containing approximately 110ml of fluid in the bladder. Visual inspection revealed a leak/backflow at the fill port when the fill port cap was removed. The reported condition was verified. The cause of the leak/backflow was due to a particle lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test (see attached ir scan for evidence). Acrylic is the material of the device stressmember located inside the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the fill port after filling. There was no patient involvement. No additional information is available.